Event description:
Spontaneous call from home health nurse on phone advising that internal battery is not working and patient needs a new pump sent out. He is infusing patient today using gravity. No adverse events reported; device available for return; unknown lot/expiration. No further information or dates known. Reported to (B)(6) by: health professional.